Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification, which revealed two cracks in the surface of the weld of the cassette. Clear passage testing, clamp function testing, and a simulated therapy were performed without noting any issues. Leak testing revealed leaks from the two cracks in the surface of the weld of the cassette. The reported issue was verified. The cause of the reported alarm was the leak from the crack in the cassette. The cause of the cracks was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The hp stated there were no obvious reasons for the se 2240 alarm. The technical service representative (tsr) advised the patient to end therapy. The patient stated they would restart therapy. The tsr helped the patient to clear the alarm and remove the cassette. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.